Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 189 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and display did not return after insulin pump restart. Customer was stated that the off the insulin pump because of a wedding. Customer was declined to troubleshoot for power loss alarm. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.